Manufacturer narrative:
(B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"Literature article entitled, ¿revision total hip arthroplasty using impaction bone grafting with cemented nonpolished stems and charnley cups¿ by jens g boldt, md, et al, published by the journal of arthroplasty (2001), vol. 16, no. 8, pp. 943-952, was reviewed for MDR reportability. This article reports the results of 181 cemented revision total hip arthroplasties in which impacted morselized allograft and cement was used for reconstitution of acetabular and femoral bone deficiencies. Between 1989 and 1996, the acetabular prostheses used in this study were charnley ogee flanged cups (depuy), competitor cement, and a cemented charnley or elite plus (depuy) stem. The liners and heads were not discussed and assumed to be depuy products. Results: 2.8% of patients had a poor hhs at final follow up. 3 revisions due to deep mdro infections. 1 progressive migration and loosening of the acetabular component treated with surgical implantation of cage. 7 cases peroneal nerve palsy with foot drop- treated conservatively. 25 cases of trochanteric bursitis. Treatment unspecified. 49 cases trochanteric non-union. Treatment unspecified. Evidence of heterotopic ossification seen on serial radiographs. Reduced mobility of op site hip in less than 4% of patients. 8 cases of dislocation- 5 treated with revision of cup head and liner. 12 cases of cup migration identified on progressive radiographs. 1 case of a mispositioned cup. 9 cases of stem subsidence. The authors do not identify the product name to the stems that migrated. These were identified with progressive radiographs. There were several incidences of rlls and osteolysis identified on serial radiographic studies. "